Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned. The distal conductor was fractured (overstressed) and distorted. The defib conductor was distorted, the inner tubing was kinked/buckled and there was a deformation/fracture in the prox section of the inner coil with extension problems.

Event description:
It was reported that during the implant procedure after multiple attempts at placement, the physician was unable to extend the helix. The lead was not implanted. No patient complications have been reported as a result of this event.